Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak in the area of the differential mixing chamber in the coulter lh750 hematology analyzer. Per customer, all operators were wearing personal protective equipment (ppe) consisting of gloves, lab coats and eye protection. No patients were being run on the instrument at the time of this event and the samples that were run were only for correlation studies. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and indicated a leak in the sample access module duro tubing. Blood sample passes through this access module. Fse replaced the tubing and verified repair per established procedures. Results meet published performance specifications. The root cause for this event was attributed to a tube leak at the access module. (B)(4).